Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one reload device. Visual examination of the staple cartridge noted that the reload was pre-fired and engaged in interlock. The anvil clamping mechanism was deformed. The reload was loaded into a post market vigilance instrument for functional testing. The reload was then applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device made a clicking sound after the first staple deployed. Loaded another staple but was unable to fire. No patient injury.